Manufacturer narrative:
A ge rep evaluated the system and replaced the interconnect cable and the lemo connector. The system operates as intended.

Event description:
It was reported that when the customer moves the c-arm in a lateral position, the images go blank. This would cause the system to become intermittently unusable due to the loss of live image. There is no report of injury or death associated with the event described in this report.